Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) exhibited a hematoma at the puncture site. The patient was hospitalized for placement of a compression bandage and a computed tomography check. Furthermore, the patient had a scar control and there was no hematoma. This ICD remains in service. No additional adverse patient effects were reported.